Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
As stent graft was deployed the usual dog bone happened then the balloon burst causing the middle of the stent to not deploy. There was some calcium present in the common iliac where the stent was being deployed but the doctor considers this an unusual occurrence.

Event description:
N/a.

Manufacturer narrative:
Analysis: the product in question was returned and evaluated to try to determine the cause of the complaint. Upon opening the packaged returned product, the device was covered in bodily fluids and needed to be decontaminated. Once the returned sample was disinfected the balloon of the 9mm x 38mm stent delivery system was evaluated. The balloon was still in the described dog bone shape as mentioned in the complaint details. To determine if the balloon had a hole in it a 20cc syringe was filled with water and the balloon pressurized. Upon pressurizing the balloon a gross leak was noted in the proximal balloon cone of the balloon. Upon closer examination there was a 2mm long circumferential tear in the balloon that prevented the balloon from expanding. Under 30x magnification using a microscope an image of the tear in the balloon was able to be obtained. In the image there are two small longitudinal scratches in the balloon leading up to the edge of the radial tear in the balloon. There is a possibility that the balloon surface was scratched by the calcium noted in the right iliac but cannot be confirmed. It is important to note that every balloon catheter is 100% pressure tested at the labeled rated burst pressure of 12 atm during the process of manufacturing. A gross leak such as the one found on the returned product would have been detected during this pressure test. A review of the device history records was performed to ensure the product met all required quality and performance requirements, specifically the balloon fatigue and burst requirements. A review of the balloon test data at the product lot qualification performance testing shows that all balloons tested were able to withstand the 5 inflate/deflate cycles at the rated burst pressure of 12 atm as indicated on the product label. None of the test samples at lot qualification testing ruptured. The same samples were then balloon burst tested to ensure the balloon ruptures above the 12 atm label specification for rated burst pressure. The lowest balloon pressure recorded was 19.3 atm out of the samples tested. A review of the balloon burst data from the balloon forming device history records shows that the lowest balloon burst pressure of the samples tested was 18.9 atm. In all accounts the balloon exceeded well over the 12 atm requirement. Each lot of advanta v12 covered stents is required to pass the following quality and performance criteria. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check this lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the physical review of the returned product the balloon appears to have been potentially scratched by the calcium present at the site of the intended target that resulted in the balloon rupture however this cannot be confirmed. Based on the details of the complaint and the investigation results atrium medical corporation cannot conclude that the device was directly related to the hole found in the balloon.